Manufacturer narrative:
(B)(4). Information unavailable. The device was not returned.

Event description:
It was reported that during a laparoscopic sigmoidectomy procedure, on the second firing with the gold cartridge, the staples next to the knife slot on the patient's side were unformed. The target tissue was on the colon and the quality of the tissue was normal. Another device was used and additional suture was performed to complete the procedure. There were no adverse consequences for the patient.